Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated: brand name - dcm maxim primary tibial bearing 12 mm thick x 71/75 wide arcom uhmwpe. Procode - jwh. Model #/lot # - pn: 11-146152. Ln: 158660. Expiration date: aug 30, 2005. Implant date - (B)(6) 2001. Concomitant medical products - (B)(6) 2017. Device received by MFR date - oct 13, 2017. PMA # - k915132. If follow-up, what type? - additional information. Device MFR date - aug 16, 2000 concomitant medical products - bmet arcom ap pat w/wire 37 mm catalog #: 11-150830 lot #: 276460; maxim por ana pri fml 75 lt catalog #: 140074 lot #: 622300, and biomet cc cruciate tray 75 mm catalog #: 141234 lot #: 229370. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Medical product: unknown knee patellas cat#: unk, lot# unk. Unknown knee femoral cat#: unk, lot# unk. Biomet tibial locking bar cat#: 141205, lot# 341080. Vanguard as tibial bearing cat#: ep-189062, lot# 465120. Series patella standard cat#: 184768, lot# 083680. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09713, 0001825034 - 2017 - 09714, 0001825034 - 2017 - 09715. Product has been discarded.

Event description:
It was reported that a patient underwent revision after approximately twenty years after initial knee procedure due to femur fracture. Surgeon treated femur fracture, exchanged worn articular surface, and revised patella.